Manufacturer narrative:
The pt remained hospitalized for 2 days but the cause of the pt's symptoms was not determined. It was not required to gambro to inspect the machine. The machine remained in use and was used for other pts without problems following this incident.